Event description:
It was reported that the touchscreen on the system monitor was not working correctly. Repair was requested.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the touchscreen on the system monitor not functioning could not be confirmed. The system monitor was tested over several days while connected to the labs test equipment which throughout testing the system monitor supported the test system without issue. The system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 23jul2014. The system monitor shipped on 21oct2014. The system monitor was manufactured on 10jul2010. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. Heartmate ii instructions for use revision b section 2.5.8 states if the system monitor does not function, contact the company for assistance. No further information was provided. The manufacturer is closing the file on this event.